Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 59 mg/dl. Paramedics administered carbohydrates after customer experienced a seizure due to low bg. Health care provider alleged the pump settings needed adjustment to correct for low bg. At the time of the event, customer did not have the basal iq software turned on. Recommendation was made to discuss diabetes management with a health care professional.